Manufacturer narrative:
Follow-up # 1 ((B)(4) 2012)-device evaluation: the meter involved with this complaint has been returned on (B)(4) 2012 and evaluated by product analysis (pa) on (B)(4) 2012, with the following findings: the meter passed testing with no faults found. The primary complaint was found to function properly. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
The meter has been returned to lifescan for evaluation. The evaluation of the product has not been completed; therefore, no conclusions can be drawn at this time. Once the evaluation is completed, a supplemental report will be filled.

Event description:
On (B)(6) 2012, the lay user/patient contacted lifescan (lfs) in (B)(6) alleging a onetouch verio iq meter was not powering on. The patient did not allege any harm or injury due to the alleged issue. The alleged issue was not resolved with troubleshooting. Based on the information provided, this complaint is being reported due to the following conclusion(s): there is no indication that subject meter cause or contributed to a serious injury. The patient's reported symptoms do not meet lfs' criteria for a serious injury. However this complaint is being reported because the alleged issue was not resolved with troubleshooting.